Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber and upper respiratory issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report the manufacturer reported section b3 and g3 incorrectly, which have been corrected in this report. Section b4 was incorrectly reported in previous reports, which should have been 06/08/2022 for MDR 2518422-2022-32463 and 07/06/2022 for MDR 2518422-2022-32463-1. In h6 section incorrect code was mentioned, which has been corrected/updated in this report.

Manufacturer narrative:
The manufacture previously reported incorrect information in section b.3 which is reported correctly with proper date in b3 section. The manufacture previosly reported incorrect information in section b.7 which is reported correctly with adding medical history in b7 section. The manufacture previosly reported incorrect information in section g3 which is reported correctly with proper date in g3 section.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber and upper respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h10 additional manufacturer narrative should be unchecked in initial MDR. Section h6 updated in this report.